Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-3138-25, lot#: 1000174, description: scs phiii ext 25 cm.

Event description:
A report was received that the trial patient was experiencing a fever. The physician assessed that the patient¿s lead site was infected. The physician explanted the lead, extensions and clik anchor and the patient was administered antibiotics. The physician assessed that the infection was not device related and believes it was due to the patient¿s poor post-surgical care. The patient was doing well postoperatively and was hospitalized for control.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3138-25, serial # (B)(4), description: scs phiii ext 25cm. Model #: sc-4316, lot # 19852070, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the trial patient was experiencing a fever. The physician assessed that the patient¿s lead site was infected. The physician explanted the lead, extensions and clik anchor and the patient was administered antibiotics. The physician assessed that the infection was not device related and believes it was due to the patient¿s poor post-surgical care. The patient was doing well postoperatively and was hospitalized for control.